Event description:
It was reported there was a bad extension. They tested the system during the implant on the day of report and saw high impedances. The health care professional (hcp) switched out the extension and that resolved the impedance issue. The system operated as expected with normal impedances. Additional information received reported the impedance issue occurred intra-operatively and the stimulation was not felt because the patient was under general anesthesia. The impedance measurements were on contact 8 and contact 11 with <(><<)>40,000 ohms. The cause of the impedance issue was the extension. They were not sure if there was a lead fracture. Troubleshooting included disconnecting and wiping down the battery; they tried the extensions in the opposite ports;and disconnected and wiped down at the head. The patient was doing fine as far as they knew.

Manufacturer narrative:
(B)(4).